Manufacturer narrative:
Investigation: 210 representative samples were received. Visual inspection was performed finding them all good. No defects were observed. They were tested performing a functional test, expelling the solution and no leakage was observed. Failure mode could not be verified. A device history record review could not be completed as no batch number was provided.

Event description:
Material no. 306559 batch no. Unknown it was reported that during use of the syr 10ml surescrub posiflush saline there is leakage at the plunger this occurred on 7 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported there is leakage at the plunger.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. 306559 batch, no. Unknown. It was reported that during use of the syr 10ml surescrub posiflush saline there is leakage at the plunger this occurred on 7 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported there is leakage at the plunger.